Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic handpiece could not cut eye tissue in the vitreous mode during a vitrectomy surgery. The surgery was completed by replacing the handpiece with another one. There was no patient impact.

Manufacturer narrative:
Additional information was provided in section h.6., and h.10. No further information was able to be obtained from this customer. With no additional, related information provided, the customers¿ reported event was not able to be confirmed. A review for complaints reported against this lot/batch/serial number could not be performed as the lot/batch/serial number is unknown. Additionally, the history review could not be performed for the same reasons. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).